Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission. The transmission showed a notification for greater than set limit of ventricular pacing. Upon examination of the transmission, it was noted that there was undersensing of r waves with variable r wave amplitude and autocapture measurements. Programming changes were recommended. There were no patient symptoms reported.